Event description:
A caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Customer support guided the caller through a complete pump reset, which resolved the issue, allowing the customer to successfully start their sensor session.